Manufacturer narrative:
The actual sample was requested for eval, but has not been rec'd yet. The results will be provided in a f/u report upon completion of the eval.

Event description:
Baxter reported a loose catheter adapter on a transfer set that leaked. Reportedly, the leak was found while the pt was sleeping. The pt then secured the adapter by herself and did not go to the hosp. Two days later, the pt experienced abdominal pain and went to the local hosp. Per the lab results at the hosp, the leucocytes count was over 100cell/mm3 and the pt was diagnosed with peritonitis. No add'l info reportedly by baxter china.